Event description:
It was reported by the customer's wife that their insulin pump was dropped and now the battery compartment is broken and their are scratches on the display screen. Customer's blood glucose level at the time 149mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, broken battery tube threads, scratched lcd window, scratched reservoir tube window and missing end cap sticker.